Event description:
The customer contacted ameda on (B)(6) 2014 reporting suction issues while using her purely yours breast pump. Customer reports no fluid leakage from the battery compartment during breast pump use.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol. All 6 batteries and one battery contact were heavily corroded. The batteries were placed in the correct position upon removal of the battery compartment cover. The returned breast pump was capable of meeting suction specifications when power with an ac adapter. Grey substance, e.g., battery acid was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed. However, the batteries were returned in the correct configuration. Further investigation is underway.